Event description:
A high reading issue was reported with the adc device. Customer received a sensor scan result of 8.7 mmol/l and experienced sweating and a loss of consciousness. A subsequent sensor scan result of 8.2 mmol/l was obtained and paramedics were called, who upon their arrival, obtained a reading of 1.9 mmol/l on their device. Customer was administered "4 ampoules of glucose" via injection and recovered. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Sections g3, h3, h4, h6, and h10 were updated to reflect the investigation present at the time of the initial submission.

Event description:
A high reading issue was reported with the adc device. Customer received a sensor scan result of 8.7 mmol/l and experienced sweating and a loss of consciousness. A subsequent sensor scan result of 8.2 mmol/l was obtained and paramedics were called, who upon their arrival, obtained a reading of 1.9 mmol/l on their device. Customer was administered "4 ampoules of glucose" via injection and recovered. No further treatment was reported. There was no report of death or permanent injury associated with this event.